Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the right coronary artery (rca). A 32mmx2.25mm ion sds was advanced and was unable to cross the lesion. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: the taxus element / ion stent delivery system sds device was received in the original foil pouch and product shelf carton. The sds device with the stent was microscopically examined along the entire length. The balloon was tightly folded and the stent was centered between the markerbands. There was a kink in the shaft and the stent 13mm from the distal end of the stent. There was contrast in the wire lumen and blood in the outer folds in the balloon. Inspection of the remainder of the device presented no further damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).